Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: evidence of moisture contamination observed behind display lens. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad.. During investigation, due to internal moisture damage an post delivery motor power supply faults alarm was received on each "rewind" attempt. Due to internal moisture damage "idle and sleep" current draws not within specifications,. Pump case cracked in upper and lower right hand corners of display area. Leak test shows leak at crack in pump case and battery compartment cracks. Removed pump case. Evidence of moisture damage throughout inside of pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.